Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath was leaking; leaking valve. During an ablation procedure to treat paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. The sheath was prepped, no abnormalities were observed. After isolating the left sided veins, the catheter was withdrawn. Upon reinsertion into the sheath, it was noted that the sheath was leaking and bubbles were observed in the flush line. No air was seen in the patient and there was no observance of damage to the luer. Aspiration was performed, but the issue persisted. A pressure bag had been used to irrigate. Only the catheter had been inside the sheath prior to the leak. The sheath was replaced, and the procedure was completed successfully without patient complications. The device will not be returned for analysis.